Event description:
It was reported that failure to deploy and damaged device occurred. A sentinel cerebral protection system (cps) was selected for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. The patient's aortic valve leaflet contained a growth and the transcatheter heart valve was expected to pin the leaflet back. The sentinel cps was advanced into the anatomy, and the proximal filter was deployed. The physician wanted to re-position the proximal filter, so it was recaptured. In attempt to re-deploy, the proximal filter slider (#1) was stuck halfway and the proximal filter failed to deploy. The sentinel cps was removed and exchanged for a second sentinel. The second sentinel cps was advanced into the anatomy, and the proximal filter was deployed in the intended location. The physician then attempted to wire the left common carotid (lcc) for distal filter placement, however after several attempts, the physician was unable to advance the wire or sentinel cps up to the lcc. The second sentinel cps was removed from the anatomy. Once outside of the patient, the physician attempted to deploy the proximal filter to check the basket, however the proximal filter slider would not move, and the proximal filter failed to deploy. Given the patient's aortic valve anatomy, the physician did not feel comfortable proceeding with the tavr without embolic protection in place. The tavr was aborted. There were no patient complications. The first sentinel cps was returned for analysis. During device analysis no issues were identified that could be attributable to the reported failure to deploy proximal filter and proximal filter slider (#1) becoming stuck as the proximal filter was able to be successfully deployed using the proximal filter slider (#1). During microscopic and visual analysis, it was also identified that the distal filter slider (#3) was kinked, and the proximal filter was partially detached from the looping forming.